Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer support provided complete pump reset instructions and guided customer through reset, after which error did not reappear, and support planned to follow up with customer for any further troubleshooting. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.